Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer had failed and was not detected on the communication bus. The customer reported that the user was able to remove the medication from secondary device resulting in a delay in the dispensing workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer had failed and was not detected on the communication bus. The customer reported that the user was able to remove the medication from secondary device resulting in a delay in the dispensing workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following field had been updated with additional information: h6. Correction: e1 and g2. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer 5 was not detected on the bus. A field service engineer assisted customer using the remote support services. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.